Event description:
This ra lead was implanted on (B)(6) 2016 and was explanted on (B)(6) 2017. A report received on april 13, 2017 states that the lead was explanted due to failure to capture and failure to sense. The physician was dr. (B)(6) at (B)(6) hospital, canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).